Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 18-jan-2017: the required number of follow-up attempts has been completed with no response to date. Company causality comment: this physician report refers to a female patient ((B)(6) at time of report) who had essure (fallopian tube occlusion insert) inserted and experienced the right side was fractured in two segments, in the shape of the letter v (interpreted as device breakage) and ipsilateral pelvic pain. Device breakage, considered non-serious, is anticipated in the reference safety information of essure. In this particular case, insertion had preceded the event of some years and the occurrence of pelvic pain had prompted diagnostic imaging leading to the diagnosis of breakage. Thus, considering the nature and course of the events, a causal relationship cannot be excluded (related). This case was classified as other reportable event since the breakage may have caused serious injury under less fortunate circumstances. A product technical analysis concluded that, due to the lack of a batch number or a complaint sample, a quality defect could not be confirmed but was considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up information was received on 09-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: the essure inserts made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this physician report refers to a female patient ((B)(6) at time of report) who had essure (fallopian tube occlusion insert) inserted and experienced the right side was fractured in two segments, in the shape of the letter v (interpreted as device breakage) and ipsilateral pelvic pain. Device breakage, considered non-serious, is anticipated in the reference safety information of essure. In this particular case, insertion had preceded the event of some years and the occurrence of pelvic pain had prompted diagnostic imaging leading to the diagnosis of breakage. Thus, considering the nature and course of the events, a causal relationship cannot be excluded (related). This case was classified as other reportable event since the breakage may have caused serious injury under less fortunate circumstances. A product technical analysis concluded that, due to the lack of a batch number or a complaint sample, a quality defect could not be confirmed but was considered plausible. Further information (breakage questionnaire) has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in the united states on 12-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013 . The patient did not have follow up hsg done. On an unknown date, the patient experienced right side pelvic pain. She had a CT scan done, and the left side device was normal; right side device was fractured in 2 segments, and in the shape of the letter v. Follow-up received on 17-oct-2016: patient personal data were updated. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had a CT scan performed, in which the right side device was fractured in 2 segments, and in the shape of the letter v. This event, seen as device breakage, is anticipated according to reference safety information for essure. Given the fact that single cases of device breakage have been reported with essure use and considering events nature per se, causal relationship between device breakage and essure use cannot be excluded. This case is regarded as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information (breakage questionnaire) have been requested.